Event description:
I had a left total hip replacement on (B)(6) 2009. I received the depuy total hip system pinnacle acetabular cup ez 58mm. Prior to surgery, I had intermittent episodes of discomfort in the hip which were deemed beyond normal. I also had persistent limping and progressive discomfort predominantly in the groin consistent with post-traumatic arthritis. After surgery, the pain went away but then in the fall of 2010, I began experiencing left thigh pain when I would rise from a sitting down position and when I would first sit down, as well as changes in position. A hip aspiration was done on (B)(6) 2010 and a whole body bone scan was done on (B)(6) 2010. I had to have a revision of my left hip on (B)(6) 2010. Diagnosis or reason for use: left hip osteoarthrosis. Physical therapy from (B)(6) 2009.